Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the hospital and was admitted to the intensive care unit for both a low bg of 29 mg/dl and an unrelated brain aneurysm. Reportedly, the unrelated brain aneurysm caused confusion in the customer but the cause of the low bg was unknown. Customer was treated with intravenous fluids of saline and glucagon. Treatment resolved the low bg and the hcp determined there was no permanent damage in regards to the low. Multiple follow up attempts were made by tandem technical support to obtain the hospital release date, however, no response was received by the customer.